Event description:
Doctor reported a leakage on the band tubing.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. No additional information has been reported to allergan regarding the model number, serial number, full implant date, diagnostic testing, patient data or further event details. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."